Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt ultraperc may have caused serious injury and compromised airway. A kit was acquired to be used on a covid patient and at the time of doing the procedure the balloon did not inflate. It was reported that the patient almost died. Smiths medical clinical trainer informed the customer that this can happen if the IFU is not followed in checking the ball before starting the procedure. Video provided along with photo of label.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition without its original packaging. Visual inspection showed no defects. Functional testing involved inflating the cuff with air using a syringe and then immersing the device in water to detect any leakage. An air bubble came out of a tear in the cuff. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The investigation determined a possible, but unconfirmed, source of the reported issue to be that the device became damaged after leaving smiths medical. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Manufacturer narrative:
Other additional information: the report submitted with MFR number: 3012307300-2020-09405 is a duplicate of this report. No more reports will be submitted with MFR number 3012307300-2020-09405. Any additional information from now on will be sent via follow up reports with the MFR number for this report ( 3012307300-2020-09360).

Event description:
Additional information received provided that at the time of doing the procedure the balloon did not inflate. It was reported that just before putting in the cannula, the balloon inflated well but began to deflate very slowly, not because of being punctured but because of a tiny opening at the junction of the line and balloon. The tube was being changed for 15 day change out. To resolve the issue the patient was switched to an emergency surgical tracheostomy requesting the support of a surgeon, anesthesiologist, the patient is stable and recovering from covid.